Event description:
A procedure delay greater than 30 mins was reported because a navigation system ii camera could not be connected during a femoral procedure. An alternate enlite navigation system was used to successfully complete the procedure without incident. No adverse event was reported as a result of the delay.

Manufacturer narrative:
Additional info will be submitted once the device is received and the quality investigation is completed.